Manufacturer narrative:
The insulin pump was received with corroded battery tube due to moisture damage. Failed battery test not confirmed during testing. Insulin pump failed the active current measurement test. Failure due to moisture damage to the electronic assembly. Device passed the self test, sleep current measurement and the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer¿s insulin pump had a battery failed alarm. The customer¿s blood glucose was 10.2 mmo/l. Customer stated that battery compartment was corroded inside. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.